Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed scratched lens and peeling of the dso seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The pump was found alarming with error code 44861. The cause of the reported issue was unknown. As a result, the main board was replaced. Product is beyond a year from manufacture date (10/2011) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. B3 unknown, d4: UDI (B)(4) , for all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump exhibited error code 44861. No adverse patient effects were reported by the customer.